Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. When the cartridge alarm 19 occurred, the customer's blood glucose (bg) level was 400 mg/dl. The contact administered a manual injection and bg level went down to the 200's (mg/dl). During the call with tandem technical support, the customer's bg level had elevated to 480 mg/dl. The contact indicated manual injections would be administered to bring bg level back within range.